Manufacturer narrative:
Unchecked "user facility". Additional information received on february 26, 2016 will be submitted as a correction to previous reported events. Per clinical specialist the corrected battery serial numbers are: (B)(4). This information does not impact previous reporting decision. This analysis may be prolonged due to recent changes in iata and dot regulations related to the transportation of lithium ion batteries. The affected batteries are currently in transit on cargo ship, with an expected arrival of june 6, 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2016-00149, 3007042319-2016-00150, & 3007042319-2016-00151) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: bat205301, bat203480, bat203114, bat203491. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of three reports (3007042319-2016-00149, 3007042319-2016-00150, & 3007042319-2016-00151) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that controller changes from one power port to the other one before the batteries are down at 25%. The controller and batteries were exchanged with no effect on the patient. Additional information was received indicating that the patient did not experience any alarms or loss of power. The switching could not be reproduced by manipulating connections. The patient is doing fine. Investigation is ongoing. This is report 3 of 3.

Manufacturer narrative:
One battery was returned for evaluation. Analysis of (B)(4) revealed that the unit failed visual inspection due to a damaged cable (outer sheath broken with exposed cable wires). This finding is not related to the reported event. Additionally, the unit was not responding adequately to the test equipment that reads the battery's internal status. An internal analysis of the battery revealed that the battery's integrated circuit was not operating per expectations; the most likely root cause can be attributed to memory corruption. An additional observation revealed that the same battery, (B)(4), was out of calibration; most likely, due to a usage pattern where the battery is exchanged and recharged above the recommended 25% relative state or charge (rsoc). As a result, this battery failed to perform as per specification under lab conditions. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2016-00149, 3007042319-2016-00150, & 3007042319-2016-00151) submitted for devices related to the same event.